Event description:
At about 1 year 1 month after the primary, the patient reported some instability in r knee. The surgeon made decision to upsize the poly to achieve greater stability (14 to 20 mm).

Manufacturer narrative:
Batch review performed on 05 may 2025. Lot 2308749: (B)(4) items manufactured and released on 15-may-2023. Expiration date: 2028-04-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Clinical evaluation performed by medical affairs department. One year after primary tka on a valgus patient, some instability is perceived and the surgeon decides to give more tension to the joint by replacing the current insert with a (significantly) thicker one, going from 14 to 20mm. Secondary instability is a known evolutionary problem, widely described in the specific literature, that may arise following tka for disease progression, such as secondary ligament stretching or depauperation. This reoperation is not due to a faulty or malfunctioning device. Conclusion: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.